Event description:
The hcp reported the pt had been experiencing rebound spasticity and myoclonus every 2-3 months for the past 3 years since teh pump implant. The hcp was refilling the pump when there was 3cc of drug remaining in the pump reservoir. The pt is reported to have responded to programmed boluses. A catheter dye study was done. No results were reported. "Surgeon convinced that new pump was needed based on 1 previous case where pt with similar symtpoms did better after a new pump." The pump was explanted and replaced and returned to the MFR for analysis. A follow up report will be sent when add'l info is received.